Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that device exhibited and extended charge time and the caller was requesting a longevity calculation be performed. A boston scientific technical services consultant stated a calculation could not be performed due to the charge time extension. The device is included in the shortened replacement window advisory (B)(6) 2007 population product advisory was initially communicated on (B)(6) 2007. The device remained implanted and no adverse patient effects were reported. The device was subsequently explanted for normal battery depletion three years after the initial observations were reported. The device was returned for testing.